Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on the iol. Both haptics are folded over the optic and stuck to the optic. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "iol scratch". The returned iol shows evidence of possible handling by the customer due to the presence of solution and how the iol was returned with both haptics folded over the optic with solution. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, scratch on intraocular lens. Additional information has been requested.